Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6

Event description:
Patient reported left side pain and discomfort. Healthcare professional later reported rupture. Device has been explanted.

Event description:
Patient reported left side "pain/discomfort". Healthcare professional later reported "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain, rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. ¿ pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, wear abrasion and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side pain and discomfort. Healthcare professional later reported rupture. Device has been explanted.